Manufacturer narrative:
The manufacturer received additional information alleging respiratory tract irritation, dizziness and/or headache, nose irritation, hypersensitivity, lung disease. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed. Additionally, the patient¿s complaint was not confirmed, and the device was scrapped. Connector oxide was found in contamination findings. The device's event log was reviewed by the service center and no error code found. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. Mandatory section and coding section has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.